Event description:
New information noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate. It was noted hat there was no rf telemetry. Further information requested however, was not provided.